Event description:
Related manufacturer reference number: 2017865-2023-00305. It was reported that the patient presented during leadless pacemaker implant procedure. During procedure, the leadless pacemaker system perforated the right ventricle. Pericardial effusion and cardiac tamponade were observed. The leadless pacemaker was not implanted and pericardiocentesis was performed. The patient was then transferred to the operating room and patient death occurred during procedure on (B)(6) 2022. The physician did not allege a malfunction on the leadless pacemaker system.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.